Event description:
It was reported that the patient underwent a gynecological procedures on (B)(6) 2008 and (B)(6) 2011 and an obturator sling was implanted. The patient experienced pain, erosion of internal tissues and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2001 and mesh was implanted in order to treat stress urinary incontinence and rectocele. It was reported that the patient had the concurrent procedures of an anterior repair with suture, removal of skin lesion anterior abdomen performed during mesh implantation. The patient experienced pain, erosion of internal tissues, bulge in vagina, infection, urinary problems, recurrence, dyspareunia and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time. It was reported that the patient had an ams sparc implanted on (B)(6) 2008. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted. See also medwatch 2210968-2012-06573. The same patient is represented in each medwatch.